Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event. New information received indicated a magnet was taped to the patient¿s device. Once magnet was removed, the device functioned normally.

Event description:
New information received notes information received indicated a magnet was taped to the patient¿s device. Once magnet was removed, the device functioned normally.

Event description:
It was noted that the pacemaker had inappropriate magnet response issue. No intervention was performed. The condition of the patient was unknown.